Event description:
Information was received indicating that the pump exhibited an unspecified error code.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: the event did not occur while the device was in use with a patient. No additional information provided.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Error code alarmed 41628. Error code cleared. It was likely that the connection between the motor and the board was not fully made on the after the last repair or disconnected when the pump was closed. Performed pm (preventive maintenance) and connected the motor to the board. The cause of the reported problem was traced to the previous service and repair performed on the pump. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.